Event description:
Customer reported the x-ray tube has been arcing. No pt injury was reported.

Manufacturer narrative:
Customer replaced x-ray tube and cables. This MDR is related to ge healthcare complaint number.